Manufacturer narrative:
This complaint was identified internally and generated for ncmr (B)(4). Per the ncmr, the part will be destroyed.

Event description:
Per complaint (B)(4), during an internal review, a part was identified as missing a label.